Event description:
Healthcare professional reported injecting a patient in the forehead with juvéderm vista volite xc. After the patient returned home that day, the patient experienced ¿impaired blood flow¿ at the injection site. Four days later, the patient was examined by another healthcare professional. The patient was treated with hyaluronidase and antibiotics. Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, the event resolved the same day the patient was treated with hyaluronidase and antibiotics.

Manufacturer narrative:
Additional data: b5, h6.